Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door messages were confirmed and reproduced during the device evaluation by loading a set and closing the pump door. This condition was determined to have been caused by a failed lower latch switch. The lower auxiliary assembly was replaced.

Event description:
It was reported a spectrum pump had constant close door messages during biomed testing. It was also reported there was no patient injury.